Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries need to be replaced. The customer will replace the batteries. The customer canceled the service call.

Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.